Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set and reservoir three times and her glucose level continued rising. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives, but the customer requested to have a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.